Event description:
It was reported when the physician advanced the sheath across the septum into the left atrium air was aspirated. He withdrew the sheath and discovered a fracture between the proximal end of the shaft and the handle. The fractured agilis introducer was replaced and the procedure continued without further incident. Additional info was requested and is not available.

Manufacturer narrative:
Method - one 8.5f agilis nxt introducer and one 8.5f transseptal dilator were received for evaluation. Visual inspection revealed blood exiting from the handle, shaft. The shaft was also loose on the handle. Functional testing revealed the introducer was not able to deflect the distal end of the shaft. The handle was opened which revealed the toothless washer was intact and the shaft was broken within the handle. Additionally, the pullwires were twisted. The shaft break is consistent with the device having been over torqued/rotated. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.